Event description:
An optometrist reported that a pt was noted to have trace corneal microstrain in the right eye, one week following lasik surgery. The pt reported having blurry vision. In a follow up, a technician reported that no flap lift and rinse was recommended, and the pt's vision was improving. The pt would be returning for additional follow up.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional follow up information. At this time no further information has been received. (B)(4).